Event description:
It was reported that during an unspecified procedure shavings came out of the burr, the health care professional "didn't do anything." Add'l info has been requested. A f/u report will be sent if add'l info is received.

Manufacturer narrative:
Final device analysis of the orthopedic shaver revealed minor dents and a couple of nicks on the tip of the shaver - likely from being used. There was no indication that the device had been sharpened when it was reprocessed. The shaver was inspected only. No remaining residue was found under the microscope on a lint-free cloth after isopropyl alcohol was sprayed down the shaft. The shaft of the outer shaver piece was checked for any metal scoring or damage as a result of metal on metal contact that could result in shavings, and none was found.